Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient was in the hospital for diabetic ketoacidosis. The reporter called in to check accuracy of the pump. The reporter stated that the battery was removed from the when she was admitted to the hospital. Customer support (cs) reviewed history settings indicated that the pump was suspended with correct date and time and resumed with 2007 date and time. This report is being made due to the alleged hyperglycemic event that the patient experienced due to the alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.